Event description:
The caller reported, there was a hole in the cuff of the patient's tracheostomy tube. The tube was removed and the patient was recannulated.

Manufacturer narrative:
If the sample is returned, a failure investigation will be performed. If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report. No analysis or conclusions can be made without the device.